Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a ¿replace sensor¿ error message on the same day of applying the adc device and being unable to obtain readings. Customer further reported experiencing symptoms described as weakness and shaky and was unable to self-treat. Customer received third-party intervention by her husband, who provided her juice and candies. No further information was provided. There was no report of death or permanent impairment associated with this event.